Event description:
Journal reference: kenefick, nicholas j., sacral nerve neuromodulation for treatment of lower bowel motility disorders, the royal college of surgeons of england 2006; 88; 617-623. The objective of this study was to investigate whether sacral nerve neuromodulation can improve patients with disorders of bowel motility, when current maximal treatment has failed and to investigate the underlying physiological mechanism of action. Patient complications were reported as part of the study results. Patients (unspecified number) experienced minor localized electric shocks when passing through ambient or magnetic fields. Deactivation of the pulse generator magnet renders the implant less sensitive and eliminated this problem.